Event description:
The pt underwent 2-3 catheter revisions. The pt had an abnormal CT scan on (B) (6) 2010, and was scheduled for a catheter revision on (B) (6) 2010. By (B) (6) 2010, the catheter had moved subdural and it was placed in the ventricle. It was later reported that the pt had undergone 4 revisions in 6 weeks. Additional info has been requested.

Manufacturer narrative:
(B) (4).